Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device is displaying noise on the right ventricular (rv) lead rate sense channel that resulted in just over two seconds of pace inhibition and asystole. The field representative tested the device and lead with isometrics and threshold and impedance measurements were stable and with in normal limits. The field representative does report that the patient was working on an electric sewing machine at the time noise was detected so there was a possibility of electromagnetic interference (emi). The physician is going to continue to monitor the patient given that noise could not be reproduced with isometrics and lead measurements were stable. No adverse patient effects were reported.